Event description:
Caller reported a malfunction on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts arranged to send a replacement pump with updated software to the customer. The customer understood the instructions on switching to mdi as backup therapy and acknowledged the requirements for returning the problematic pump to tandem.